Manufacturer narrative:
Additional devices involved in the event: (B)(4) - battery / catalog number 1650de / expiration date 12/31/2016 / manufacturing date 12/22/2015. (B)(4). Quality system deficiency. (B)(4) - battery / catalog number 1650de / expiration date 12/31/2015 / manufacturing date 12/08/2014. (B)(4). Quality system deficiency. (B)(4) - battery / catalog number 1650de / expiration date 12/31/2015 / manufacturing date 12/20/2014. (B)(4). Quality system deficiency. Four batteries were returned for evaluation, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed; the batteries were able to charge during bench testing and performed as intended. Log file analysis revealed that the controller experienced a power disconnection with two batteries connected ((B)(4)), on (B)(6) 2016 with both batteries connected ((B)(4)), on (B)(6) 2016 with both batteries connected ((B)(4)), on (B)(6) 2016 with both batteries connected ((B)(4)), on (B)(6) 2016 with both batteries connected ((B)(4)), on (B)(6) 2016 with both batteries connected ((B)(4)), and on (B)(6) 2016 with battery ((B)(4)) connected. For all these events the battery capacities were all above (B)(4) values which indicate disconnections in that 15 minute interval and either no reconnection or reconnection of the same power source. Analysis revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the controller is not accepting these batteries. Only two of the batteries were detected in the log files, and two by the patients observation. The batteries were replaced. There was no impact to the patient.